Event description:
It was reported that this was an emergency procedure to treat an a mildy tortuous lesion in the mid circumflex. A balance middleweight (bmw) guide wire was advanced, and passed the lesion; however, the patient experienced chest pain and blood pressure dropped. Ultrasound was performed and pericardial effusion was diagnosed. Pericardiocentesis was performed and the patients symptoms improved. The patient was sent back to recovery. Four hours after the procedure, the patient experienced chest pain again and was sent back to the catheterization lab. Pericardial effusion was diagnosed again; therefore, the 3.0 x 19 mm graftmaster stent delivery system (sds) was advanced for treatment, but could not cross to the perforation. After removal of the sds, the patients blood pressure continued to drop. Cardiopulmonary resuscitation was performed; however, the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies for this case. The reported patient effect of vessel trauma (perforation), as listed in the instructions for use is a known adverse event associated with use of the guide wire. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.